Event description:
The plaintiff's atty alleged that the decedent experienced cardiac arrest, arrhythmia, cad, and cardiomyopathy on or about (B)(6) 2005 before expiring on that same day after use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products.